Event description:
The pt is a (B)(6), woman, with a history of ruptured intracranial aneurysm, treated in 2008, who was found to have a second intracranial aneurysm at that time, located in the supraclinoid segment of the left internal carotid artery (ica). The recommendation was for observation of this 2nd aneurysm, with possible treatment if it increased in size. It remained stable in size, but in the interval, the pt's younger brother died of a ruptured intracranial aneurysm. Given the psychological effect of her brother's death and her prior hemorrhage, she wished to have the aneurysm treated. The aneurysm could not be coiled without use of an intravascular stent (enterprise vascular reconstruction device, codman and shurtleff), and during or shortly after deployment of the stent, extravasation of contrast from the ica was identified, with the perforation of the ica related to one of the stent markers at the distal aspect of the stent. This eventually necessitated endovascular sacrifice of the ica, ventriculostomy placement, and decompressive hemicraniectomy. By MRI, she had only a small stroke related to this, but she went on to develop vasospasm related to the subarachnoid extravasation of blood, with subsequent large left middle cerebral artery infarct, rendering her markedly hemiparetic on the right and globally aphasic. These deficits have not resolved during the subsequent 7-8 weeks of hospitalization.